Event description:
It was reported that when using the bd pyxis¿ es server, the orders were not crossing to the station. The customer reported that the orders had been updated and removed; however, they did not appear on the station. There were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available. Upon investigation of the actual device used in this incident, the technical support specialist (tss) checked server sync configuration and confirmed that 2west/2westb were downloading successfully. Contacted the customer to verify the status. Sync was functioning as expected. The system functioned as intended.